Manufacturer narrative:
(UDI) is unknown; no further information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) was no longer applicable as device was manufactured in 2017. Device was in for service in (B)(6) 2018; the pcb (printed circuit board) was replaced which would not implicate the last service process for this issue. The device was received for evaluation, in good condition. The device was manufactured in 2017. Power up process was performed and it did not power on. This confirmed the customer reported issue. Visually inspected the device and found that the main power wires were loose at the fuse holder terminal connector. The root cause could not be determined. Action(s) taken to mitigate the reported issue(s): tightened the main power wires, installed temp check, measured temperature within tolerance; device passed all functional and electrical tests.

Event description:
It was reported that the device would not power up. No patient injury was reported.